Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the bottom case tamper seal to be broken, a cracked top case and plunger head. A review of the device's event history log was unable to be done due to the blank screen. To conduct functional testing the device was powered up. Upon testing, the reported problem was confirmed and duplicated. It was determined that the inoperable main board was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device's screen did not turn on and was unable to read the alarm. There was unknown patient involvement.